Event description:
Attorney alleges plaintiff developed multiple physical symptoms including breast pain/hardness, burning sensation, loss of sensation, gross scarring, nonspecific autoimmune symptoms, anxiety, stress, pain and suffering.